Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and alopecia ("hair fell out in clumps and patches"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia was resolving. The reporter considered alopecia and medical device removal to be related to essure. The reporter commented: she had reported: surgery (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and alopecia. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and alopecia ("hair fell out in clumps and patches"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia was resolving. The reporter considered alopecia and medical device removal to be related to essure. The reporter commented: she had reported: surgery (B)(6) 2006. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/mine's gone') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair fell out in clumps and patches"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia was resolving. The reporter considered alopecia and medical device removal to be related to essure. The reporter commented: she had reported: surgery (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case (B)(4) (duplicate) including references, source document and reporter information has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/mine's gone') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair fell out in clumps and patches"), abdominal distension ("bloated") and stress ("hormonal ball of stress"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension and stress outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, alopecia, medical device removal and stress to be related to essure. The reporter commented: she had reported: surgery (B)(6) 2006. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event bloated, hormonal ball of stress was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/mine's gone') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair fell out in clumps and patches"), abdominal distension ("bloated"), stress ("hormonal ball of stress") and migraine ("migraine"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension, stress and migraine outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, alopecia, medical device removal, migraine and stress to be related to essure. The reporter commented: she had reported: surgery (B)(6) 2006. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter was added. New event migraine was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.